Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the left vertebral artery. A 5.0mmx15mmx150cm express vascular sd was selected for treatment. During the procedure, the stent was flushed routinely and was advanced into the body along the guidewire. However, it was noted that the stent could not cross the lesion smoothly. After several attempts, the stent was removed, and it was noted that the stent was deformed. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
A2: age at time of event: 18 years or older.